Manufacturer narrative:
Block b3: exact date unknown, event occurred eight months from the date the manufacturer became aware. Block d6b: explant date: 8 months ago. Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI upn: m365sc12000 model: sc-1200 serial: (B)(6), batch: 357558.

Event description:
It was reported that the spinal cord stimulation (scs) lead of the patient had migrated causing loss of stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure, and the explanted devices were disposed by the facility.